Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Multiple samples and photos were provided for evaluation. A visual evaluation was performed on the photographs, and it was observed there was blood returning to machine and pod was full. Fifty (50) of the returned samples were tested by filling with water and no breakthrough on the venous line was observed. Based on evaluation results, no defects were observed on the samples during testing. Visual evaluation of the photographs confirmed the reported defect. An approved project is in place to further address issues with leakage. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 1: detailed inquiry description: per the customer 2 incidents with defective venous lines that leaked blood through the venous pressure pod and into the dialysis machine. Blood loss for each patient zpprox 200 ml.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.